Event description:
The report received from the field indicated that one package of the 4 fr. Primopac infinity diagnostic catheters had either dirt or possibly smeared ink inside of the sterile packaging. The account removed all of the affected products with the same lot number from the shelf. The product was not clinically used in the pt. The products were stored properly and no damage was noted to the shipping carton/box prior to the reported product issue. The seal of the packaging was not compromised. The products were not clinically used in a pt. There was no reported pt injury. No additional info is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14111336 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 14111336. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.